Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was not rewinding, piston was not moving when she rewinds. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was reported that the insulin pump had insulin flow blocked alarm. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or rewind anomaly noted during testing. Device functioning properly during testing. (B)(4).